Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the housing shows normal wear. The device has the new type switch. The user's report is confirmed. The video connector has bent pins causing no image. The software version is outdated. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using a visera elite video system, the video connector was found to have broken pins. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not apply excessive force to the connector. The connector may be damaged. Conclusion: it is highly probable that excessive stress was applied to the video connector terminals when the scope was inserted, the terminals buckled, causing the reported issue. Since it is an event caused by the connecting the scope, it is highly possible that it is caused by the user. In addition, since it has been more than 5 years since the device was manufactured, long term use could contribute to pin wear from repeated insertion and removal of the scope.